Manufacturer narrative:
The insulin pump was received with a constant blank flashing white light on the display followed by an unexpected intermittent beep alarm due to vertical cracked lcd controller. Unable to perform the self-test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to display anomaly. The insulin pump was received with scratched case, cracked select button keypad overlay, pillowing keypad overlay, and minor scratched lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's wife reported via phone call that the insulin pump was beeping and had a blank white, flashing display. Blood glucose level at the time of the incident was not provided. The caller reported that insulin did not appear to be exiting the device. The issue was not resolved through troubleshooting. The caller was advised that the insulin pump would be replaced and agreed to return the product for analysis.